Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 38 x 3.50mm stent delivery system, catheter was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Stent struts in the distal region were lifted from the crimped stent position. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and the balloon appeared to have been subjected to positive pressure and the balloon cones were relaxed. There were no signs of damage to the balloon. Examination of the tip found no damage. Examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. The device inflated with no issues, maintained pressure and deflated within spec. The inflation device was verified before and after testing. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the stent failed to deploy. The 90% stenosed, 38mmx3.60mm target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery (lad). Following pre-dilatation, a 38 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to deploy and appose the vessel. The stent was fully reconstrained and removed from the patient's body. The procedure was completed with another of same device. No complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.